Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was "falling apart". No additional patient or event information was provided. Although requested, the customer declined to provide any additional information and declined troubleshooting.